Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent intra-abdominal sacrocolpopexy, enterocele repair and posterior repair. It was reported that following insertion the patient experienced pain, urinary/bowel problems, and vaginal scarring. It was reported that patient underwent rectocele repair on (B)(6) 2010 due to symptomatic rectocele. It was reported that patient underwent robotic sacrocolpopexy with graft mesh y100 extensive lysis of adhesions, cystoscopy on (B)(6) 2014 due to pop. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent pelvic organ prolapse, urge incontinence, fecal incontinence and urinary tract infection.